Event description:
It was reported that the patient lost consciousness due to hypoglycemia. Specific blood glucose levels not provided. The patient's mother found the patient unconscious and removed the pod and was able to manage their blood glucose levels. Details regarding how the hypoglycemia was treat was not provided. The pod was worn between 25 and 36 hours. The patient did not require medical assistance.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.